Manufacturer narrative:
We've received the defect catheter in two parts as a faulty sample. The catheter snapped at approx. 5.8 cm. It is not possible to flush the proximal fragment as it is occluded. Microscopic examination of the breakage area shows a rough surface, which is typical for a tensile fracture. According to the complaint form, the user has had difficulties removing the catheter. We assume that an excessive tensile force has been applied to overcome the resistance and this resulted in an overload and therefore a rupture of the catheter tubing. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. Incoming goods inspections and two 100% visual tests after packaging are carried out. The tensile force of the catheter components is randomly checked. The tensile force for the catheter tube of the involved batch was 5.3 n and therefore within the specification (min.1.5 n). There are no further complaints for batch 051020gn and three further complaints regarding a snapped catheter on code 1261.206 within the last three years. No further corrective action is initiated by quality management as the catheter worked well for 27 days and there are no indications of a manufacturing fault.

Event description:
Catheter was removed after 27 days. It snapped and had to be removed surgically.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Catheter was removed after 27 days. It snapped and had to be removed surgically.